Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a displays screen goes black after turning on.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a displays screen goes black after turning on. No harm/injury has been reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. Corrected field: d1, d4 (version or model #, catalog #, unique identifier (UDI) #). Despite 3 gfe request customer had not provided hcpo. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.